Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 20 months due to severe aortic insufficiency with a perivalvular leak. Upon explantation of the device, it was noted to be very calcified. The valve was removed and the annulus was debrided of calcium. A new edwards bioprosthetic valve was chosen as the replacement and appeared to be seated well. The patient was weaned from cardiopulmonary bypass without difficulty. No operative complications reported. The surgeon also indicated that there was no malfunction related to the explanted valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the aortic insufficiency and perivalvular leak were likely caused by the calcified valve and annulus. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.